Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one navarre 8f 30cm locking pigtail drainage catheter was returned for evaluation. Visual, microscopic, tactile and functional evaluations were performed. The investigation is confirmed external leak, as during infusion of the proximal fragment, a leak was observed underneath the silicone sleeve. After removal of the silicone sleeve, multiple leaks were observed at the entry hole for the locking wire and the edges adjacent to the locking wire. The definitive root cause could not be determined based upon available information. Positive pressure may have contributed to the reported leak. However, the clinical conditions and circumstances at the time of the reported leak are not fully known. It is unknown if procedural issues contributed to the reported event. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during drainage catheter placement, leaking was identified at the hub. It was further reported that intervention was performed to remove the device and replaced it with another one. Patient experienced pain.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. Expiration date: (08/2021).

Event description:
It was reported that during drainage catheter placement, leaking was identified at the hub. It was further reported that intervention was performed to remove the device and replaced it with another one. Patient experienced pain.